Manufacturer narrative:
Logs review shows that right after the red level detection a negative flow was detected. Beta 6.8 introduced a negative flow alarm with pump stop behavior. Pump worked as expected.

Event description:
This issue relates to a customer being unable to start the arterial pump again once the correct level had been reached in the reservoir during weaning. They had to come out of weaning mode and re-enter in order to restart the pump. There was no patient harm or no delay to operation.